Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k171066. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit had an insulation issue. Accordingly, it fell apart. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit had an insulation issue. The insulation on the tip one part fell apart.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the a model plastic coating chipped and broke at the base of the jaw. The chipped piece was also received. The device was used with a lot of eschar on the jaws. The reported condition was confirmed. During visual inspection, it was noted that part of the over mold was missing from one of the jaws, the jaw with the dots and on the inside curve of the jaws. The missing piece was isolated in a bag with the rest of the device. In an attempt to replicate the condition, the engineering team attempted to damage several production devices with a hemostat and other instruments, to see if the same section of a model would break off. The only way engineering was able to get this particular section of a model to break off was by grabbing this section of the a model with a hemostat and ripping it off. It is believed, that as this piece was found, that it is likely that a hemostat or similar instrument was used to grasp this section of the jaw and broke the piece of a model off the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit had an insulation issue. The insulation on the tip one part fell apart.